Event description:
A zoll distributor returned a battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) was confirmed. Upon investigation the battery charger was unable to recharge a battery pack. The cause for the failure was isolated to corrosion on the battery pca. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.